Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the insulin pump squirted out insulin during the manual prime and alarmed for a loose drive support cap. The blood glucose reading was 144 mg/dl. She stated that the drive support cap appeared to be normal and that she had not pressed on it while connected to the insulin pump. Nothing further was reported.